Event description:
It was reported that 7 months after the implantation during a follow-up oversensing was observed and the pacing impedance was <200 ohms. The lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. Approx. 32 cm distal to the df4 connector pin the lead body was found squeezed and deformed. In this region the insulation was severely damaged. This damage can be considered as the root cause of the clinically observed oversensing and impedance issues. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore the shock coil was found deformed which most likely occurred during the explant procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.